Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 77 mg/dl, 151 mg/dl, 130 mg/dl, 123 mg/dl, 210 mg/dl, and 309 mg/dl. Low blood glucose symptoms were reported with result of 77 mg/dl; customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.